Event description:
It was reported that during a rotational atherectomy procedure, a leak in the shaft was noted. The lesion being treated was located in the severely calcified and moderately tortuous circumflex coronary artery. During the procedure, the shaft of the burr had a leak causing the rotablator to stall. This burr was removed and another of the same was used successfully. No pt injuries or complications were reported.